Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient was experiencing red heart alarms for several hours at home. The patient was then transported to the hospital to be evaluated. The patient was then put on a power base unit (pbu) and system monitor. It was found that the system monitor was not received data from the controller. The vad coordinator switched controllers three times and with each controller, the system monitor continued to not receive data. The pbu cable was replaced and the drive line connection was checked for debris, with no visual structural defects to the driveline being reported. Red heart alarms continued on both pbu and battery source. The doctor was not able to hear the lvad with a stethoscope and obtained echo which did show end diastolic flow in the four chamber view. The doctor noted the lvad was placed untraditionally due to patient having a peg tube that required the outflow graft to be sewn to the descending aorta. A decision was made to replace the lvad with another lvad. During the procedure, it was reported that the patient had continued low blood pressure and was unresponsive to treatment. The pump pocket was found to be infected and was full of purulent drainage. The patient unfortunately expired during the pump exchange.

Manufacturer narrative:
The explanted device has been returned and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.